Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 275 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. Symptoms reported include headaches, high blood glucose levels, high blood pressure and high heart rate. The patient was treated with insulin and other medication. Details regarding the other medication the patient received was not provided as the patient was not sure and could not remember. The patient was released the following day on (B)(6) 2026.

Manufacturer narrative:
Physical device was not received for analysis. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586.